Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure is user error for applying excessive force during insertion or through leveraging/prying the device.

Event description:
On 1/11/2022, it was reported by a sales representative via email that four ar-3636h fibertaks out of five inserter handles bent. Out of those four device, two anchors pulled out from implantation site after passing the repair stitch around the labrum. This was discovered during a hip arthroscopy with labral repair procedure on (B)(6) 2022. After receiving additional information on 1/12/2022, sales representative has confirm that while using five ar-3636h fibertaks, three pulled out of implantation site, one did not deploy and the other one was implanted successfully. Nothing broke inside the patient.